Event description:
It was reported that increased impedance and high capture threshold were observed. Externalized conductors were noted via x-ray, between the rv and svc coil. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.